Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. G2/g2 express/g2x/ eclipse: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four years nine months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Event description:
It was reported that approximately four years nine months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eight months post filter deployment, lumbar spine 3 views revealed that there was an inferior vena cava filter which appears slightly superiorly placed from the expected overlying the right epigastrium at the level of l1 vertebral body. Subsequently the patient experienced back pain. Twenty days later, a computed tomography (CT) lumbar spine revealed an inferior vena cava filter within the expected location with several legs of the filter extending outside the confines of the inferior vena cava. Around one month later, another computed tomography (CT) lumbar spine with contrast was performed and it revealed there was an inferior vena cava filter the superior margin of which was 2 to 3 cm above the level of the renal veins. Eventually one year and seven months later, another computed tomography (CT) revealed an inferior vena cava filter was present with the tip located within the infrahepatic inferior vena cava and the legs at the level of the renal veins (filter located cranial to normal positioning which was typically infrarenal). Subsequently, the patient also experienced abdominal pain. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter migration. However, the investigation is inconclusive for filter tilt, retrieval difficulties and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 05/2013), g3, g4, h6(device: 2907, 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.